Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2025 and forwarded to millyard advanced medical products, llc on (B)(6) 2025. The patient reported they are unable to start delivery when changing cassettes. She is in a nursing home and does not have anyone to help her. She attempted to use her backup pump but was unable to attach the cassette and lock it in place by herself. The patient stated the rns at the nursing home were unwilling to help due to being unfamiliar with the device. The patient reported having issues managing her pumps due to being on pain meds, and she is disoriented. A clinician assisted in troubleshooting over the phone and infusion was restarted. A replacement system was sent, and the patient's doctor was notified by the specialty pharmacy. The patient later reported her backup pump was searching and not connected to the remote. The patient attempted troubleshooting with a clinician on the phone but was unsuccessful. On (B)(6) 2025, the patient was advised to go to the ER. On (B)(6) 2025, the patient reported that she is currently hospitalized with some redness on her infusion site and a headache. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.